Event description:
The ge oec 9800 fluoroscopy system was reported to have the collimators closed down on system boot-up. A reboot restored functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the issue. Problem unfounded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.